Event description:
It was reported that the patient went to the emergency room with pericardial effusion. The physician thought the right ventricular (rv) lead had perforated, however the surgeon could find no evidence of rv perforation that was thought to be cause of effusion and tamponade. Cardiologist elected to reposition rv lead, but after retracting the helix it locked up and would not extend. The lead was then removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.